Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while exercising on an elliptical without pausing the ilet, the user observed a continuous glucose monitor value of 71 mg/dl and a confirmatory fingerstick of 67 mg/dl, treated with one glucose tablet, with glucose returning to 80 mg/dl within approximately 15¿30 minutes; device low glucose alerts were received and troubleshooting and education were completed. Symptoms included hypoglycemia without reported clinical effects or need for assistance. Outcomes included transient low blood glucose resolved with oral carbohydrate and no medical intervention or hospitalization. Investigation included call review and user coaching on hypoglycemia treatment and avoidance of overcorrection during activity. Investigation of this case revealed no device malfunction identified and an undetermined cause for the low glucose event associated with physical activity. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.